Event description:
Pt underwent a lumbar disc surgery with administration of adcon-l. The pt later developed a spinal headache. The physician reported that the spinal headache was subsequent to a puncture with a 27g needle. The wound was then re-explored and the adcon was removed. The pt did well the nex day.